Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When you insert it, it goes upside down.the thread is up toward the cervix [device physical property issue] case narrative: consumer reported via email that the tampon thread was upside down. No injury was reported.

Event description:
When you insert it, it goes upside down. The thread is up toward the cervix [device physical property issue]. Case narrative: consumer reported via email that the tampon thread was upside down. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
When you insert it, it goes upside down. The thread is up toward the cervix [device physical property issue] case narrative: consumer reported via email that the tampon thread was upside down. No injury was reported.